Event description:
It was reported that the helix could not extend during attempted implant. Impedence was >2200ohms and noted threshold high/unstable/unmeasurable. The lead was removed and replaced. Technician "got helix to pop" on the back table after the procedure. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, blood was noted in the helix mechanism on visual inspection.